Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 0.9 mg/ml dilaudid at 0.125 mg/day and 6.8 mg/ml bupivacaine at 0.946 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient was not receiving good therapy. It was stated the catheter was kinked. Upon inspection, the catheter was extremely twisted up and tangled in a giant knot. There were no noted environmental, external, or patient factors that may have caused or contributed to the issue. The catheter was completely removed and replaced. The issue was resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.